Manufacturer narrative:
The pump was received with a detached end cap. Unable to verify the compromised force sensor system alarm or perform the self test, unexpected restart, displacement, basic occlusion, occlusion, prime or no delivery alarm tests due to the end cap anomaly. The pump passed the currents test. The pump had a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad alarmed compromised force system sensor. The customer's blood glucose reading was 180 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.